Event description:
It was reported by the rep that when the surgeon used the device during a laparoscopic cholecystectomy procedure, he stated that it would not close. The case was completed with a new device. There was no consequence to patient.